Manufacturer narrative:
The serial number was reported as (B)(4) in the initial medwatch, the correct serial number is (B)(4). The date of manufacture was reported as unknown if the initial medwatch, the date of manufacture is oct 23, 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter's phone number: (B)(4). Mfg date: the date of manufacture was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 of the same event. It was reported that during an unspecified ear, nose and throat surgical procedure, it was observed that three motor devices sounded very gritty; and that they did not sound right. It was further reported that the devices were skipping and not working correctly. There was a ten minute delay to the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.